Manufacturer narrative:
G4:14dec2020. B4:16dec2020. The field service engineer confirmed the device was being set up for use and not on patient. The ventilator was changed out and the patient was put on another unit. The customer reported no harm to patient. There was no delay in therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26oct2020 b4: (B)(6) 2020 the field service engineer (fse) confirmed the reported failure. The fse replaced the touchscreen to resolve the issue. The unit was tested, and it returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:17dec2020. B4:30dec2020. After further investigation of this complaint information, the device was in clinical use. The ventilator was changed out and the patient was put on another unit. The customer reported no harm to patient. There was no delay in therapy. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported manual touch does not respond. The ventilator was in clinical use however no patient harm was reported.